Event description:
It was reported that the patient underwent bilateral total hip arthroplasties on (B)(6) 2001 and (B)(6) 2002. Patient underwent a right hip revision on (B)(6) 2008 where the modular head and liner were removed and replaced due to unknown reasons. Patient underwent a left hip revision on (B)(6) 2005 where the modular head and liner were removed and replaced due to unknown reasons. Subsequently, patient underwent an additional left hip revision on (B)(6) 2014 due to a dislocation and femoral fracture caused by a fall. The modular head and liner were removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Product was not returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Manufacture date - unknown. This rest of the reports for this event are filed by warsaw orthopedics (reference 1825034-2014-07764 /-07769).